Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred on a homechoice device. The home patient was not connected to the homechoiuce during the alarm. This event occurred upon power up. The technical service representative initiated a swap of the homechoice. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.